Manufacturer narrative:
Tosoh bioscience, inc. Became aware of info that reasonably suggests that one of four marketed devices may have caused or contributed to a death, serious injury, or could have malfunctioned and may be likely to cause or contribute to a death or serious injury if this malfunction were to recur. The instrument in question was purchased from an unauthorized third party and to our knowledge is not certified to meet tosoh bioscience, inc. Performance spec, including all claims made in our labeling for the device. Furthermore, tosoh bioscience, inc. Cannot guarantee the instrument will perform as intended. It was noted by tosoh bioscience, inc. System sales specialists that the serial number on the instrument was removed.